Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic skin closure, the surgeon was closing the skin when the device's needle separated from the thread, they used a new additional suture without any issue. The patient was alive with no injury.